Event description:
The patient presented to the clinic with a hematoma at the pocket site and infection. The problem was resolved with medication. However, it was later reported that the pocket was reopened and ICD system was explanted..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.